Event description:
It was reported that a patient presented remotely via merlin. Net, the atrial lead exhibited noise over sensing which had led to inappropriate mode switch. The noise was reproducible with isometrics. The atrial sensitivity change was performed to cover the noise. The patient was stable throughout.